Manufacturer narrative:
(B)(6).

Event description:
A longtime in-center hemodialysis pt has reported that during a scheduled treatment the pt developed sob and signs and symptoms related to a dialyzer reaction. The pt was reportedly sent to the ER but signed out ama. The priming procedure of the dialyzers was unable to be verified. The pt continues on hemodialysis therapy.